Event description:
There was an allegation of questionable estapi ft4 g4 e2g 300 (ft4), estapi dhea-s e2g 100 (dhea-s), b12, estapi t4 elecsys e2g 300 v2 (t4), and estapi ft3 g3 e2g 300 (ft3), results from the cobas e 801 analytical unit. Patient 1's initial ft4 result was 2.94 ng/dl, and the repeat result on another analyzer was 1.39 ng/dl. Patient 2's initial t4 result was 20.6 g/dl, and the repeat result on another analyzer was 7.8 g/dl. Patient 3's initial ft4 result was 2.60 ng/dl, and the repeat result on another analyzer was 1.19 ng/dl. Patient 4's initial dhea-s result was 1000 ug/dl, accompanied by a data flag, and the repeat result on another analyzer was 228 ug/dl. Patient 5's initial b12 result was 2000 pg/ml, accompanied by a data flag, and the repeat result on another analyzer was 1182 pg/ml. Patient 6's initial dhea-s result was 606 ug/dl, and the repeat result on (B)(6) 2025 was 139 ug/dl. Patient 7's initial t4 result was 22.3 ug/dl, and the repeat result on (B)(6) 2025 was 7.57 ug/dl. Patient 8's initial ft3 result was 6.14 pg/ml, and the repeat result on (B)(6) 2025 was 2.97 pg/ml.

Manufacturer narrative:
The estapi ft4 g4 e2g 300 reagent lot number is 82038000, and the expiration date is 30-sep-2025. The estapi t4 elecsys e2g 300 v2 reagent lot number is 79038200, and the expiration date is 31-jul-2025. The estapi dhea-s e2g 100 reagent lot number is 79099700, and the expiration date is 31-oct-2025. The estapi ft3 g3 e2g 300 reagent lot number is 81422000, and the expiration date is 30-nov-2025. The reagent lot number and expiration date were not provided for b12. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) determined that the measuring cell needed to be replaced and replaced it. After the replacement, the analyzer is working according to specification the investigation determined that the service action resolved the issue.